Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that the pt underwent wound debridement and then another debridement and explant five days later because they reportedly became septic. The pt was discharged on antibiotic therapy and home health care and is reportedly doing well. Further follow-up revealed that the infection was present in both the pulse generator/pocket and bipolar lead/cervical areas. The infection was treated with antibiotics, debridement and explant of both the generator and lead, including electrodes. The infection has reportedly resolved. Re-implant is not scheduled at this time.